Event description:
Dr noticed one haptic was deformed after insertion, lens explanted. No wound enlargement/injury.

Manufacturer narrative:
The incision wound was not enlarged, no additional surgical procedures required and the prognosis of the pt is good.